Event description:
According to the reporter, the device, used with a sterilizable external paddles set accessory in an operating room, failed to deliver energy deliver energy to a patient in vfib. The user immediately swapped out the sterilizable paddles with the device's standard external hard paddles and the patient was converted. There was no adverse affect to patient since the patient converted.

Manufacturer narrative:
Physio-control inspected the device and accessories and no discrepancies were observed. Physio then evaluated the device and accessories and observed proper operation through functional and performance testing. The reported problem could not be reproduced and the device and accessories were returned to the customer for use.